Event description:
Caller states that the patient tested 2.8 inr on the reference test and 3.9 inr on the duplicate test. Caller states the comparison was performed on the same device using 2 strip lots. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.